Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The noticed that the occlusion balloon. The physician re-positioned the occlusion ballooon and inflated the occlusion balloon to -4mm and then the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.